Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump and the pump shutting down. Customer's blood glucose (bg) level increased to 529 mg/dl customer attempted to address elevated bg with a correction bolus via the pump. As a result, customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate method of insulin therapy.